Manufacturer narrative:
D6a/d6b: dates inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted in 2014 and the ins gave the patient a lot of problems. It stopped working completely in 2019 and was removed in 2024. The patient made numerous complaints about chronic headaches, which the patient never had before, after the device was adjusted by a manufacturer engineer at the hospital. Then the patient was informed that they "had the wrong leads fitted" and the patient could not have an MRI; the patient suffered a stroke in 2021 and they asked for help many times. In 2025, the patient suffered an extremely bad stroke again, but the manufacturer never bothered resetting the device before their "surgery of removal of the device." They believed whatever "nerves" that had been programmed in 2019 were "never reset." The patient believed the device was the cause of their two strokes; the patient could not spell properly and their mathematical ability was "no more." The patient experienced pain in their shoulders, arms, and hands, which ran down "like a battery" after removal. The patient couldn't work as they weren't dependable any longer.